Manufacturer narrative:
Eval summary: no product or x-rays were returned for eval. Also, no item and lot number info was provided for investigation. Poly wear can occur due to various factors like incorrect orientation of the shell/liner, micro motion between the shell and liner (leading to backside wear), use of incompatible/incorrect device, pt activity level, pt's weight, and height. It is not known if the wear occurred in the liner or on the back side. Based on the provided info, a definitive cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer inc considers the investigation closed.

Event description:
It is reported that the device was implanted in 1993. The site reports that at 15 years post-op, the pt has a complication of 2.5 mm poly wear on the operative hip. Pt is tolerating the complication and no revision is planned.